Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was called in clinic after the patient received vibratory patient notification alert for capacitor charge time-out. There were two instances of long charge time. Device was explanted and replaced.